Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump is having problems and the blood glucose is going berzerk. The current blood glucose reading is 304 mg/dl. Treated with insulin pump. Customer has heart burn and thirsty. The paramedics were called to treat high blood glucose of 257 mg/dl. Upon arriving at the hospital, the blood glucose reading was 268 mg/dl. Customer stated that insulin turned to gel after one day of use. Hospital changed the customer insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-99230.